Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 661 mg/dl and a high ketone level identified as dangerous by healthcare provider. The customer was treated with intravenous fluids of insulin and saline. Customer was discharged 3 days later on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the cause for the reported issue was due to the customer not completing the load sequence and an incomplete cartridge change alert. Tandem technical support educated the customer on the cartridge change process. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.